Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The april 2011 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. The used device was examined and a hole was seen in the catheter shaft at approximately the 5cm mark. When a guidewire was placed through both catheter lumens to evaluate patency, no occlusions were present. Although, the exact root cause of the hole in the catheter is unable to be determined, the PICC was placed for several weeks prior to the defect being detected. This indicates that catheter integrity was intact when implanted. The most likely root cause is over-pressurization by the end user during infusion. This may have been the result of flushing the catheter with a syringe smaller than 10cc in size. There is no evidence of a manufacturing related defect. The directions for use that is supplied with the device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and reduce the risk of damaging the catheter. Manufacturing process controls include a 100% leak test and guidewire check for lumen patency. (B)(4).

Event description:
As reported, valved PICC device was placed in the patient's right arm on (approx) (B)(6) 2011. On (approx) (B)(6) 2011, the patient was complaining of discomfort during infusions, particularly potassium. X-rays were taken, and the catheter was removed on (B)(6) 2011. After removal, when flushed with saline, a hole on the catheter tubing distal to the suture wing was found. No serious injury was incurred by the patient. The used device has been returned to navilyst medical for evaluation.